Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The g2 field was corrected based on the available information at the time of the initial report submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 8 years since the subject device was manufactured. Based on the results of the investigation, the malfunction occurred due to failure of the patient board set (ap board, dr board). The root cause is attributed to component failure. There has since been a design change to prevent reoccurrence. Olympus will continue to monitor field performance for this device.

Event description:
The evis exera iii video system center was received at an olympus service center for evaluation and repair with no specified complaint from the user facility. During inspection and testing, service found there was no image with 180 scopes which was found to be due to a defective patient circuit board. There was no patient involvement. This report is being submitted for the malfunction found during the device evaluation.

Manufacturer narrative:
During inspection and testing, the video connector socket did not hold and secure the scope due to a worn locking mechanism. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.